Event description:
During evaluation of a monitor returned for a complaint investigation, a reportable equipment malfunction was detected. Evidence of a high voltage arc within the belt node assembly of the electrode belt was found.

Manufacturer narrative:
Manufacture date: monitor (B) (4): 09/2009. Electrode belt (B) (4): 08/2009. Device evaluation summary: evaluations of monitor (B) (4) and electrode belt (B) (4) have been completed. The high voltage arc damaged the belt node board in the electrode belt and several components within the monitor. Failure analysis into the cause of the arc determined the high voltage wire within the belt node was incompletely insulated with the heat shrink tubing intended to cover the solder connection. The arc originated from an exposed portion of the wire behind the shrink tubing. The cause of the exposed conductor was a manufacturing assembly error. Retraining for assembly personnel was performed. This is believed to be an isolated incident. Each electrode belt is hi-pot tested and a high voltage pulse is fired 5 times during the manufacturing process. No adverse event resulted from the arc within the electrode belt. The patient received a replacement electrode belt and monitor.